Manufacturer narrative:
Date sent: 06/22/2007. Damaged articulation gear teeth. Evaluation summary: the analysis showed that the device was rec'd with the articulation mechanism damaged. The device was rec'd with no cartridge present. The returned device was tested for functionality with a test cartridge on the 3 articulated positions; when fired to the left and center the staples were malformed due to the damage articulation mechanism, however, when fire in the right position the staple formation was conforming. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found broken. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lap rectum resection procedure that there were unusual noises heard. Instrument did not fire at all. A new instrument was used to complete the case. There was no adverse pt consequence.